Event description:
This will be filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4 with posterior flail. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, while actuating both grippers, only one gripper came down. Troubleshooting was performed and attempted to lower them independent but had the same results. Therefore, it was decided not to use the cds. A new cds was used to complete the procedure successfully. One clip was implanted reducing mr from 4 to <1. There was no patient involvement with the cds and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4 with posterior flail. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, while actuating both grippers, only one gripper came down. Troubleshooting was performed per the IFU and attempted to lower them independent but had the same results. Therefore, it was decided not to use the cds. A new cds was used to complete the procedure successfully. One clip was implanted reducing mr from 4 to <1. There was no patient involvement with the cds and no clinically significant delay in the procedure. No additional information was provided.